Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted with construct on an unk date was discovered to have pedicle screw broken, found via x-rays dates unk. Pt was returned to operating room and the hardware was removed on (B)(6) 2012. No further info is available. This is 1 of 1 reports for this event.

Manufacturer narrative:
Lot #: obtained from returned device. The dimensions were checked as far as measurable using a sliding caliper and found to be in accordance with the technical drawing. The screw is made of ti6al7nb titanium alloy. The examination of the raw material inspection sheet showed that the chemical composition, microstructure and mechanical properties of the screw were in compliance with the international standards iso 5832-11 and astm f1295. The screw broke below the screw head at the third pitch. Because of the destruction of the fracture surface it is assumed that the screw fragments rubbed against each other after breaking. When examining the fracture surface by scanning electron microscopy (sem), the initial fracture area and the fracture behavior were identified. Patterns of ripples or fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Sem observations and finding s showed that the screw failure was caused by fatigue and overload. Based on the topography of the fracture surfaces it can be concluded that the investigated implant had to absorb and neutralize forces over a period of time that may have been greater than the tolerable load. Post operative activities of the patient in combination with a complex patient situation - spine implant - may have played a certain role too. The failure of the screw resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA.the manufacturing records were reviewed and no complaint related issues were found.(B)(4): placeholder.